Event description:
It was reported to boston scientific corporation that the day after an "lavh (laparoscopically assisted vaginal hysterectomy) anterior pelvic floor with graft repair procedure," using an uphold vaginal support system, a CT scan revealed a hematoma in the patient's "back pelvic region." The physician and a dr (B)(6) (who assisted in the procedure) opined that the hematoma was unrelated to either the uphold device itself or its placement. The physician drained the hematoma on the same day it was discovered. The patient is reportedly "fine" now and no further intervention is planned.

Manufacturer narrative:
The patient's exact age is not available, but she is reportedly over 18 years old. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.